Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead model implant date: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the day after implant of the implantable pulse generator (ipg) it was noted that there was complete loss of capture, inability to sense, and bipolar and unipolar impedances were >9999ohms. The pocket was reopened and it was found that the set screw was loose, which caused the ventricular lead to be removed from the device freely. The set screw was tightened to specifications. All tests were normal after this procedure and no further action was required. The device remains in use. No patient complications have been reported as a result of this event.